Event description:
It was reported that there was a patient alarm and a lead warning triggered for an increase in impedance and high impedance in the right ventricular (rv) lead. It was noted that there was a suspected lead fracture in the svc coil of the lead. Follow-up attempts were unsuccessful at obtaining any additional information. Records indicate the lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.